Event description:
Sensor inserted into pt following cardiac/thoracic surgery. After 24 hours, the ICU wanted to take blood sample for comparison with blood gas analyzer. Leakage of blood through the sensor occurred. The sensor was returned to diametrics medical limited for investigation. No injury or harm to the pt has been reported.